Event description:
The patient reported wearing the pod on the arm for longer than 72 hours. Upon removal, the site exhibited severe bleeding, which caused the patient to faint. When the patient regained consciousness, the new pod that the patient attempted to activate had already timed out. The patient confirmed that no medical event occurred and declined additional clinical support at the time. The blood glucose was impacted with a reported level of 14 mmol/l (252 mg/dl). The patient successfully applied a new pod after the incident.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported loss of consciousness, locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.